Manufacturer narrative:
Concomitant products : 6947m lead implanted (B)(6) 2013, dtma1d4 crtd implanted (B)(6) 2017. Product event summary : the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the his bundle pacing lead had high threshold. The lead was explanted and replaced with a transvenous left ventricular lead. No patient complications have been reported as a result of this event.